Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instruments after use to ensure they have not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the yprc03r device was used during a rotator cuff repair procedure on (B)(6) 2021 when it was reported "y knot rc pulled out, there was a part of the driver that broke off and came out with the anchor". All fragmentation was reported as retrieved. The procedure was completed with the use of another same device with no delay in the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. The patient was reported as alive and doing well. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.